Event description:
Patient had r [right] ulnar a-line [arterial line]. Tubing not due until tomorrow night. Grabbing blood to send down a lactic acid. Blood drawn. As pushing through "wasted" blood through safeset, balloon in syringe pops. Blood leaks quickly out of syringe from a-line. Line clamped. Tubing changed.